Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and the patient regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare provider (hcp) stated they have met with the patient multiple times for a MRI appointment but cannot establish telemetry with the ins. Caller reports the device not found screen. Troubleshooting was performed and it didn't resolve the issue. The caller was advised to move to a different location and caller said they will try after the call. The issue was not resolved. The patient called in and stated that they needed a MRI scan because of a car wreck they had on (B)(6) 2021 in which they were the driver and were struck by the passenger side with an ambulance.  While attempting to connect, patient said "I've never felt that" in reference to feeling stimulation. The caller was walked through attempting to communicate with ins using handset/communicator, as they had initially were trying to use the recharger, but handset continued to show "device not responding". Patient indicated they had just recharged their ins this morning at last they believed they had charged the ins successfully. The caller reposition communicator several ways but they continued to receive "no device response". The patient met with a manufacturer representative (rep) on (B)(6) 2021 and explained the situation. Patient indicated they haven't noticed any issues with the device or therapy since their car accident and believed it had been working as it should and indicated they are "still peeing". Patient stated they went into the clinic on (B)(6) 2021 to the have the ins checked but they saw a healthcare provider (hcp) who wasn't familiar with the ins and patient said they didn't use any equipment to check the ins, yet they were told the device is fine. The patient hasn't been able to get diagnostic tests they need and are thinking they should have device completely explanted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported.